Event description:
It was reported when the device was used during a laparoscopic oophorectomy the cartridge fell out after firing. There was no adverse consequence to the pt. The procedure was completed with another device of the same product code.